Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Internal inspection was performed and found signs of fluid ingress to device. The assignable cause of the rite electrical test failure was determined to be the shorted pump assembly due to fluid ingress. Baxter will continue to monitor similar reports to determine if further actions are required.